Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.   A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device did not go into manual mode due to the energy select button not responding. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There is no alleged contribution of the reported issue to the patient outcome.